Event description:
It was reported that stated the device had a cassette detection sensor error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The cassette sensor was working properly, and the pump was working fine. There was no known cause of the reported issue, and no further action will be taken.